Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip did not form, scissored which resulted in bleeding at the site. Case was completed with the same device. There was no consequence to the pt. Device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.